Manufacturer narrative:
Unit received with broken battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner. Unit received with no button response due to flattened (esc, act and up) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.